Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump that the "1" and "9" keys were found to be inoperative was confirmed by baxter turkey. This condition was found to be caused by fluid ingress to the back of the keypad. The membrane switch was replaced to fix the problem. If additional information becomes available, a follow-up report will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flogard single channel infusion pump that the "1" and "9" buttons of keypad were inoperative. This condition was found in unit 1. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.